Manufacturer narrative:
H6: investigation summary: bd received 5 samples and 1 photos from the customer for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for dirty caps with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® sodium fluoride edta (fe) blood collection tubes had foreign matter in tube biological and non-biological. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated "the following issue was found in tubes (367923) from lot 0072528: dirty cap ×5."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sodium fluoride edta (fe) blood collection tubes had foreign matter in tube biological and non-biological. This event occurred 5 times. The following information was provided by the initial reporter: translated to english. The customer stated "the following issue was found in tubes (367923) from lot 0072528: dirty cap ×5."